Event description:
It was reported by service report that the lock outs are flashing on the footboard due to fluid intrusion in the control board. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motor control board.